Manufacturer narrative:
Device evaluation: the device has not returned for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that, during a radiologic embolization with spheres, the catheter luer connection became disconnected. This resulted in a drape used in the procedure becoming contaminated and exposing people in the lab to unintended radiation. No harm or injury was reported.